Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV confirmed via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On december 1, 2021, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV. Date of surgery is still pending. This supplemental medwatch report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4).